Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that connections on the front panel of the e-stop were reseated and the reported issue could not be replicated after. The imaging system then passed the system checkout and was found to be fully functional.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system was intermittently entering the emergency stop (e-stop) functionality without prompt from the user. It was noted that the issue was occurred when starting the imaging system outside of a procedure as well as during transporting the imaging system. There was no patient present when this issue was identified. No additional information was provided.